Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Concomitant product(s): stent: 2 xience xpedition (3.5x23mm, 1 unspecified sizes). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The 3.50 x 23 mm rx xience xpedition and additional unknown xience xpedition device mentioned, are being filed under separate manufacturer report numbers. There was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number and lot number was not provided.

Event description:
It was reported that the procedure in (B)(6) of 2014 was to treat a lesion located in the mid right coronary artery (rca). A 3.5x23 mm xience xpedition stent and 2 unknown xience xpedition stents were implanted. Approximately 18 months later the patient was treated for in stent thrombosis. The patient is doing well. No additional information was provided.